Manufacturer narrative:
(B)(4). The pump assembly was returned for evaluation. The service engineer evaluated the pump and verified the reported complaint. A visual inspection found particulate and heat marks on a linear bearing. The bearing cover was removed, the bearings were manually manipulated and a creaking noise was observed. A third party service provider replaced the pump assembly.

Event description:
It was reported that during patient use, the ventilator pump generated a creaking noise. Although the device did not stop ventilating/cycling, the patient was removed from the ventilator and transferred to another ventilator. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).